Event description:
It was reported by the customer that a pyxis medstation es system has burning smell on the station. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the burning smell. A field service engineer replaced the controller board for drawer 3.2 on the main station and also inspected the solenoid to make sure that it wasn't continuously firing after controller was replaced. The system functioned as intended as the field service engineer troubleshooted the device. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection.